Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic presented in clinic after experiencing a vibratory alert for backup vvi. The device was reprogrammed successfully.